Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The result of culture test after reprocessing by the user was positive, but after reprocessing by sbc, the result of culture test was negative. There were many blanks in the cds checklist filled by the user. It was difficult to determine appropriateness of reprocessing. Deterioration of the suction cylinder was confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that this phenomenon occurred due to the: a. Reprocessing after patient procedure gradually became difficult because of deterioration of the suction channel. If an inappropriate method was included in the user¿s reprocessing, contamination gradually became difficult to be removed, and status of insufficient reprocessing occurred. And then, bacteria remained. B. After reprocessing by the user, condition of the suction channel changed because of elapse of time. And then, culture test after reprocessing by sbc resulted in negative. C. Contamination was caused when taking samples for culture test. The instructions for use (IFU) instruction manual state: ¿- IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa k.g (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (¿the subject device tested positive¿ and ¿there was the signs of humidity under the light guide lens¿) could not be conclusively determined. However, based on the information from oekg and the similar event, there was the possibility that ¿there was the signs of humidity under the light guide lens¿ was attributed to the gap of the glue of the light guide lens was generated due to the physical stress / the chemical stress / the storage environment / the aging deterioration and so on.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus ((B)(4)oekg) for evaluation. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. Oekg checked the subject device and found the following. There was the signs of humidity under the light guide lens. The bending section rubber was porous. The insertion tube was kinked and buckled. The control section was worn out. The name plate on the control section was missing. The air/water cylinder was worn out and had corrosion. The suction cylinder was worn out, the electrical connector was corroded. The distal end was corroded. There was the corrosion under the forceps elevator. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the suction channel of the subject device tested positive for klebsiella (60cfu/20ml), serratia (30cfu/20ml) and e.coli (23cfu/20ml). The device had been reprocessed with olympus automated endoscope reprocessor, etd3 (not available in the USA) plus, using peracetic acid. There was no report of infection associated with this report.